Event description:
Endo stapler did not adequately staple the ligaments on the left side (infundibulopelvic ligament) and therefore endo clips were placed with good hemostasis. Expiration date: 10/14/2001.